Event description:
It was initially reported by a vns pt's psychiatrist's office that they believed her generator battery to be at end-of-service (eos), and consequently asked how to proceed with replacing the battery. Further info from the pt revealed that the pt was no longer able to perceive vns stimulation and her depression was returning. Because of this, she also believed her device to be at eos. The pt subsequently visited her psychiatrist and stated that he "turned her device back on, but could not get it to take her setting"; therefore, the physician believed the device to be at eos. Later info from the psychiatrist indicated that the pt may have a "battery issue" and is beginning to decompensate. He also stated he had seen the pt last on (B)(6) 2011 and "appeared her output register was 1.0 ma, but there was an inability for her to experience clinically any sensation of the device going off". Further follow-up with the psychiatrist site was made and the psychiatrist's notes were examined from the pt's visit. They stated that the generator was "registering 1 ma instead of 2 ma", the pt had a "decreased mood", and the pt's signal on time was changed from 21 sec to 30 sec. It was explained to the site that a communication issue may have caused the pt's device to be reprogrammed to 1.0 ma instead of 2.0 ma, and the observed effects from this may be leading the physician to believe the device was at eos. (B)(4) attempts to date to obtain more info concerning the reported event have been unsuccessful. The pt and psychiatrist have been attempting to gain info on reimplantation, but no replacement surgery has occurred to date.